Event description:
It was reported that a spectrum pump constantly failed the volume test during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, on the flow line and found an under infusion with percent error to be 5.3656% occurred. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of adjustment pressure plate. The pressure plate requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.